Event description:
It was reported that a dissection occurred. The patient presented with inferior wall myocardial infarction. The 90% stenosed target lesion containing a significant bend of less than 90 degrees was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 3.50 x 38mm synergy xd drug-eluting stent (des) was deployed at 16 atmospheres for 12 seconds. However, post-deployment, a distal stent edge dissection was observed due to the bend and calcification. The dissection was further described as type b and flow limiting. Another 3.00x12mm synergy xd des was deployed to cover the dissection and the procedure was completed. No further patient complications were reported.